Event description:
It was reported that the device was used during a laparoscopic nissen fundoplication procedure. It was reported that the surgeon was taking instruments in and out of the trocars and the gasket tore. Two more trocars had to be opened to finish the case. There was no consequence to the patient.